Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 01/27/2020. Device evaluation: even though it was initially stated the product was not available for evaluation, however, the product was received at the manufacturing site for evaluation. The lens was received in the original folding carton and lens case. The lens has a large amount of particle and debris, it has the appearance it was dropped. There are traces of what appears to be viscoelastics and/or balanced salt solution. The lens was cleaned and there are marks on the device (cosmetic damages). The reported issue was verified. According to the initial report, the cosmetic damage was noticed after the lens insertion. However, due to the indications of the lens was handled at the surgical stage, a manufacturing product quality could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received states that the lens was implanted after performing vitrectomy. Also the lens was not removed and replaced in the same step. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that the doctor found the damaged lens before implantation, and did not implant the affected intraocular lens (iol). The doctor directly completed the operation with another spare iol. Due to the new information received, this event has now been determined not to be a reportable event. Therefore, no further information will be provided under this manufacturer report number 2648035-2019-01277. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had undergone vitrectomy combined with implantation of ar40e model intraocular lens(iol). During the implantation, it was found that there was scratch on the surface of the optical area of the lens. Additional information from follow up states that there was no patient injury. Procedure was completed successfully using back up lens of same model and diopter. The procedure ended smoothly. No other information provided.